Manufacturer narrative:
(B)(6) PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pre-attached holder separated from hub during use. No reported medical intervention or serious injury.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Additional event information reported as follows: "during blood collection, she was going to change tube when the holder came off from hub and blood began to flow on the patient's arm. Is there the exposure? Yes. If yes, there was any exposure on the mucosal membrane? No."

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separation of the needle and holder was not observed; however, excess blood in the flash chamber with the incident lot was observed. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Note: the investigation is still in progress and, when completed, the investigation summary will be updated. Based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the needle and holder with the incident lot was not observed. A CAPA has been initiated to document further investigation and root cause analysis relating to excess blood in the flash chamber. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on the investigation, a root cause for the separation of the needle and holder could not be determined. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this product issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation: DHR: a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Correction: this reported event does not have a CAPA, as previously reported on MDR.